Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01454. Follow up information identified therapy was resumed postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2017-01454. It was reported high impedance was found on one of the patient's leads. As a result, the doctor explanted and replaced the patient's leads with a single lead/different model. Note: both leads will be coded for high impedance because it is unknown which lead was liable.